Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was going in and out of communication loss to connected device(s). The bme had re-booted the org but the next morning, the same issue recurred. The bme requested a loaner org while this one is being repaired. No patient harm was reported.